Manufacturer narrative:
The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. The promus everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5 mm to 4.25 mm. Reportedly, the promus stents were placed in the in-stent restenosed rca. A definitive cause could not be determined; however, there does not appear to be a product quality deficiency. The promus 3.5 x 28 mm promus [x2 (part 1009542-28b, lot 8090541), are being filed under the same MFR #.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring additional stenting. Device issue: no device malfunction has been reported. It was reported that the pt underwent a pci to treat 95% in-stent restenosis in the rca. Three overlapping 3.5 x 28 mm promus stents were placed. During the procedure, there was a distal rca secondary dissection/plaque disruption. A 3.0 x 15 mm promus stent was placed distally. The pt was discharged in 2009, on aspirin and clopidogrel. There were no reported residual effects. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.